Event description:
It was reported via phone call, that the customer received a button error alarm. It was also mentioned that the insulin pump was on suspend while the customer had surgery for a non diabetic reason. Customer's blood glucose level at the time 310 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with corroded battery tube.